Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) system, experienced t-wave oversensing (twos) from their pacing right ventricular (rv) lead resulting in the delivery of an inappropriate shock. Attempts to obtain additional information regarding intervention were unsuccessful. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).